Event description:
Pt suffering from endometrium carcinoma (large endometrium tumor with relation to rectosigmoid) underwent debulking procedure (lar, hysterectomy, bladder hinge- left ureter resection). Car anastomosis was performed at 5 cm from the anal verge without stoma. On day 11, a transversostoma was made due to rectovaginal fistula. During rectal examination, a large defect at the height of the anastomosis was determined, and the car was loose in the rectum.